Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h11l07032 and h11k10129) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Event description:
During a call with baxter's technical service center regarding an unrelated alarm, the home patient (hp) stated that she was in the hospital with an infection. Product surveillance spoke with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012 regarding this event. The pdrn stated that the hp's hospitalization was due to peritonitis. The pdrn stated that the hp had been hospitalized on the (B)(6) 2012 and released on (B)(6) 2012. The hp had been treated with vancomycin (dose, frequency and route not reported. The patient was symptomatic for the peritonitis event (details of the symptoms not reported) there was no exit site infection associated with this peritonitis. The pdrn stated that the cause of this peritonitis event was unknown. The hp was retrained on proper aseptic technique as is their protocol for peritonitis. The hp is recovering from this event.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A follow up report will be submitted if additional information becomes available.